Event description:
It was reported that during a lap splenectomy procedure, during the third firing sequence the device jammed and the surgeon could not open it. It was locked and stuck on the tissue. The surgeon got it off the tissue and out of the patient. A new instrument was opened and the operation was completed without further problems. No patient consequences were reported.

Manufacturer narrative:
(B)(4).results = damaged yoke. Evaluation summary: the analysis results found that the device was returned with the clamping mechanism damaged; a cartridge was returned partially fired on the right side and the left side was fully fired. The cartridge lockout was found damaged. In addition the cartridge deck was found damaged, the damage found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When the mechanism is forced the wedge band will bypass the sled. As stated in the IFU "if resistance is felt, stop and replace the cartridge". The instrument was disassembled to verify the condition of the internal components and the yoke teeth were found broken. This is also an indication that the device was clamped over a hard object. No functional test was performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information cartridge: expiration date: 7/2011, manufacturing date: 8/2006, results = wedge band bypass, conclusion = wedge band bypass.